Event description:
Caller reported cgm error 42 with their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions to reset the pump and guided the caller through the process, after which the pump no longer displayed the cgm error code. The caller successfully started their sensor session.